Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had blurry image. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was not confirmed. It was noted that there were dents on the distal edge, a 104 fog free function error message, loose light guide adapter and minor scratches on the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause was due to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had blurry image. The issue was found during reprocessing. There was no patient involvement.